Manufacturer narrative:
The lot number was not provided, therefore, the device history record could not be reviewed. Historical trending was done. The returned sample showed three missing fingertips. During the packaging assembly process, a pair of gloves is placed on a conveyor which feeds the gloves into the packaging machine. The machine automatically folds and cuts the inner wallet, thus preparing for the final pouch placement. On rare occasions the packaging machine will stall, resulting in a displacement of the gloves within the inner wrap prior to the folding and cutting process. This displacement can potentially result in the glove being cut. It has been determined that this is the most probable cause of the missing fingers. We will continue to monitor for complaints of this nature.

Event description:
The surgeon noticed during a total hip case that three fingertips were missing on the glove. The wound was irrigated as usually done for the case. An x-ray, usually also done for the case, was done a little earlier in the procedure. The fingertips were not found. This was a top glove over another glove. Per the customer, the case was not delayed and there were no adverse effects to the patient.